Manufacturer narrative:
(B)(4).

Event description:
The customer alleges a blood return has not been achieved by the lines. The proximal and medium lines appear obstructed.

Manufacturer narrative:
(B)(4). The customer returned a 3-lumen catheter for evaluation. The catheter showed evidence of use and no other components were returned. Visual examination revealed that dried blood was observed in all three of the extension line bodies. Dried blood was also observed in both of the skive holes in the distal end of the catheter. No other damage of defects were observed. The catheter body length measured 215 mm which is within specification. To functionally test the catheter for blockages the 3 extension lines were flushed with water using a 10ml lab inventory syringe filled with water. During initial flushing, all of the extension lines were found to be partially blocked. All of the extension lines were able to be unblocked by placing significant force to the syringe plunger. Blood was observed exiting the catheter distal tip and skive holes as the blockages were cleared. Once the extension lines were cleared of dried blood they functioned as expected when flushed with water. Therefore, the blockages observed by the customer are likely a result of dried blood within the catheter lumens. After the catheter was cleared of dried blood, a lab inventory 0.032" guide wire was passed through the catheter via the distal tip. (Con't) other remarks: the guide wire was able to pass through the catheter body and out the distal extension line with minimal resistance. A device history record review was performed on the catheter including the 3 extension lines and no relevant manufacturing issues were identified. The instructions-for-use (IFU) supplied with this kit cautions the user that "indwelling catheters should be routinely inspected for desired flow rate, security of dressing, correct catheter position and for secure luer-lock connection. Use centimeter markings to identify if the catheter position has changed." The IFU also cautions to "not suture directly to outside diameter of catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow." The customer report of blocked catheter extension lines was confirmed through functional testing of the returned sample. Each of the extension lines was found to be partially blocked during initial flush testing. Each of the extension lines was able to be cleared of dried blood by placing significant force on a syringe filled with water. After the lines were cleared of dried blood the catheter functioned as expected when flushed with water; therefore, the blockages observed by the customer are likely a result of the dried blood. The catheter met all relevant dimensional requirements and a device history record review did not reveal any manufacturing related issues. Based on the condition of the returned sample and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges a blood return has not been achieved by the lines. The proximal and medium lines appear obstructed.